Event description:
The manufacturer received information alleging a ventilator was alarming for an "internal battery depleted" condition. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issues. After the replacement of the components. The internal battery was found to intermittently charge. The device's detachable battery was replaced to address the issue.